Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to address bg. Customer reverted to using an alternate method of insulin therapy.